Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2010 (reason for the explant unknown). The patient was reimplanted with a new device.